Manufacturer narrative:
B3: date of event estimated to be the first date of the january 2017 to december 2023 included procedures. Toz, h., kuserli, y., turkyilmaz, g., turkyilmaz, s., & kavala, a. A. (2024). Long-term comparison of rotational and directional atherectomy outcomes in patients with femoropopliteal lesions. Vascular, 33(5), 1108-1117. Https://doi.org/10.1177/17085381241275801.

Event description:
It was reported in a literature article that ischemia and thrombosis occurred, requiring intervention. This article retrospectively reviewed atherectomy procedures from january 2017 to december 2023. Participants had lower extremity peripheral arterial disease (le-pad) affecting the superficial femoral and popliteal arteries. The procedures were completed using either rotational atherectomy with the jetstream atherectomy catheter or directional atherectomy using a non-boston scientific device. The efficacy and safety of the procedures, along with the patients' clinical status, were evaluated at regular intervals post-intervention. The atherectomy procedures were completed using the same technique. The navigation through the occluded segments was facilitated using a 0.35-inch hydrophilic non-boston scientific guidewire. In the rotational atherectomy jetstream group, an initial angioplasty was executed with a predilatation balloon. Control imaging was performed. Then, if residual stenosis was observed, atherectomy was performed with either the jetstream (rotational atherectomy) or the non-boston scientific device (directional atherectomy). Immediately following the atherectomy, all patients underwent drug-coated balloon (dcb) angioplasty. Complications were analyzed and compared for both rotational and directional atherectomy. There were 67 participants included in each group (67 rotational and 67 directional). Notably, extremity ischemia occurred in three cases for the rotational group, treated segment thrombosis occurred in two cases in the rotational group, and dissection occurred in four cases in the rotational group. All of the patients who experienced treated segment thrombosis underwent either bypass surgery, repeated balloon angioplasty, or femoral embolectomy. One of the patients who experienced ischemia did not respond to medical therapy and required emergency surgery. The remaining patients showed improvement in ischemia with medical treatment and did not require any additional procedures. In the patients who experienced dissection, no additional interventions were necessary, as they were not flow-limiting.